Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The pacemaker was unable to be interrogated. The patient's right atrial lead also exhibited noise over-sensing leading to false atrial tachycardia/ atrial fibrillation episodes, and right ventricular lead had low pacing impedance. The leads were not addressed. Patient was discharged and didn't have any consequences.